Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: as no product, photos or imaging received to support this investigation it has not been possible to conclude an exact root cause for this event. Nothing indicates device failure and no evidence was found suggesting that the device was manufactured outside of specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent urgent taa repair due to rupture of aortic arch aneurysm. The patient's aortic arch shape was classified as crenel geometry. Though there was calcification in a part of the access route, the physician judged that the patient was suitable for endovascular repair. The delivery system was inserted from the left femoral artery to place the stent graft under the entrance of left common carotid artery due to occlusion in the left subclavian artery. Angio catheter was inserted from the right femoral artery. The delivery system advanced through the iliac and abdominal arteries with no problem, but it became unable to advance through the aortic arch since aneurysm was projected toward the greater curvature of the arch. Despite manipulation of the wire guide, the delivery system did not advance to the left subclavian artery or left common carotid artery. Then, the physician stopped using the device and zteg-2p-38-202-jp was used instead. The device with harder shaft could reach to the desired position. Patient outcome: there has been no adverse effects to the patient reported.